Manufacturer narrative:
Based on the claim against the product by the customer noting that the operating room (or) lost the main power supply of the system while docking the patient, an investigation was completed to determine the cause of this reported event. An intuitive surgical (is) technical support engineer (tse) was informed that the power supply of the or was recovered and they could power on the system without any issues. The root cause of the reported issue is due to power supply from the customer and the system not being charged efficiently. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to system unavailability caused by a power issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that prior to starting a da vinci-assisted parasophageal hiatal hernia surgical procedure, that the operating room (or) lost the main power supply while docking the patient. An intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting support. It was noted that the patient side cart (psc) was running on battery, but there was no power in any wall plug. The surgeon decided to convert to traditional laparoscopic surgery. There was no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the system was checked prior to use. The procedure was delayed for 15 to 20 minutes due to the power issue. The procedure was completed laparoscopically with no reported injury.